Event description:
It was reported that during a meniscus repair surgery, the t1 of the ultra fast fix anchor was unsuccessfully anchored within the meniscus tissue. T2 deployed simultaneously when t1 deployed. Both implants were removed from the patient with tweezers. Surgery was resumed after a non-significant delay, with a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Margin-bottom: 0in; the reported device was received for evaluation. A review of the customer provided image revealed the distal tip of the needle with two anchors detached form the needle. The anchors suture has been cut.&nbsp visual inspection revealed the device was returned fully actuated without anchors and suture. No physical damage visible to the device.&nbsp; a functional evaluation revealed the actuator functions as intended there was no relationship found between the device and the reported event.&nbsp;the complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.&nbsp;please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.&nbsp.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A review of the customer provided image revealed the distal tip of the needle with two anchors detached form the needle. The anchors suture has been cut. A visual inspection revealed the device was returned fully actuated without anchors and suture. No physical damage visible to the device. A functional evaluation revealed the actuator functions as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.